Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient fell. As a result, the patient experienced discomfort at the ipg pocket site. In turn, the patient underwent surgical intervention on (B)(6) 2016, where the ipg was repositioned in the same pocket. Additional information revealed the patient is no longer experiencing discomfort.